Event description:
During a robotic assisted radical prostatectomy an intuitive maryland bipolar instrument was noted to have cracked at the base of the shaft. Attempted removal of the instrument was unsuccessful and became lodged in the intuitive metal trocar. At this point the tip of the instrument was angled and with the jaws of the instrument left open position. The assistant attempted removal of both the instrument and the trocar however met with resistance. The surgeon who had been operating from the surgeon console, scrubbed back in and was able to remove both the trocar and instrument without causing harm to the pt (patient). There was only a delay in the procedure caused by the time it took to open and new trocar and instrument. The procedure was completed without further issues. 4/14 lives remained on the instrument. Reported to intuitive over the phone during the case # (B)(4) given by intuitive.